Manufacturer narrative:
The imaging evaluation stated there appears to be a surgical hip replacement on the right. The artifact from the surgical prosthesis obstructs the right access vessel.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use, adverse events that may occur and / or require intervention include but are not limited to vascular trauma and bleeding.

Manufacturer narrative:
(B)(4). Results code 1: a review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6) 2015 a patient underwent successful treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses (tge404020 lot # 13391691). A gore® dryseal sheath (dsl2428 lot# 13890258) was used for access. Following placement of the conformable gore® tag® thoracic endoprosthesis, the gore® dryseal sheath was withdrawn for removal. Bleeding from the access site was observed. The sheath was re-introduced to control the bleeding, and a cut down procedure was performed for vessel and access site repair. The vessel and access site were repaired by suture technique. The patient did well following the procedure. It was reported the patient had previous scarring at the access site around the access vessel.